Manufacturer narrative:
Product analysis (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the solitaire fr revascularization device and a segment of the rebar-18 catheter were returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: the solitaire fr revascularization device was returned within its introducer sheath. No damages were found with the introducer sheath. The solitaire fr revascularization device was pushed out from within its introducer sheath without issue. The solitaire fr marker coil was found bent. The stent was found still attached to the pusher. The stent non-working tear drop struts were found bent. In addition, the stent's non-working length strut was found broken. The remaining stent struts were found to be in good condition. The rebar-18 catheter was found separated (cut) at ~49.5cm from the distal tip. When compared to the drawing, ~110.0cm of the rebar-18 catheter proximal end was not returned. The rebar-18 catheter was found kinked at ~0.5cm from the catheter distal tip. In addition, the rebar-18 catheter distal tip was found damaged (torn). Testing/analysis: the broken solitaire fr stent was sent out for sem failure analysis. Per the sem report, the broken end failed via fatigue at the surface, then to overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿separation¿ reports were confirmed. Damage to the solitaire fr marker coil (bent) and stent (bent/broken) can occur if advanced/retrieved against resistance. Possible causes of ¿resistance during delivery¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. In this event, it is likely the use of an incompatible catheter contributed to the reported resistance. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. As per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance and was kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke m1 (middle cerebral artery). The patient¿s vessel tortuosity was moderate. Parent and branch vessels were not specified. Following the normal operating procedures, after being moistened, it entered the stent catheter for pushing. The push resistance was large and it was almost impossible to push. After withdrawing from the body, it was found that the stent was kinked near the detachment point and the stent was broken in the microcatheter. There were no patient symptoms or complications associated with this event. Additional information received that during the operation, the first stent was kinked and replaced it with the second stent. But found that the second stent was broken in the microcatheter. Replaced it with the third stent and used a new microcatheter. The microcatheter was in place and the stent was in place. Thrombectomy was successful. The cause of the kink/resistance was thought to be related to the microcatheter. The resistance was at the proximal end, middle end, and distal end of the catheter.